Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle, the body of the needle was observed to be discolored before use. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® eclipse¿ blood collection needle, the body of the needle was observed to be discolored before use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for cannula defects, including discoloration. All samples passed the testing as there was no evidence of foreign matter or discoloration on the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: discolored. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.